Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, there was a leak in the valve and blood was coming back on the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received, and investigation is still in progress.

Manufacturer narrative:
Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event. Inspection of the sheath found kinks towards the distal tip of the active shaft. These defects did not contribute to the original allegation of this event and based on the complaint summary, may not have been present during the time of use. Therefore, these defects must have occurred during the transportation or storage of this device.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, there was a leak in the valve and blood was coming back on the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.